Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was repaired on site by a field service engineer.

Event description:
This report is a result of a customer contacting baxter. The customer reported that during a 4 hours treatment with setup of pre-substitution 1000ml, post-substitution 0ml and ur rate 200ml/hour, there was no alarm during the treatment, and screen displayed ur 630 ml, however, the used substitution volume was 4250ml, and the weighted drain bag was 2380ml. No patient injury was reported for this case, and no medical action was taken for the related patient.

Manufacturer narrative:
(B)(4). This machine was investigated by baxter (B)(4) service engineer and found two parts failure causing the reported problem, the two parts had been replaced by new one, and the machine operates in normal status.